Event description:
It was reported that the needle was puncturing anterior to the biopsy line. The ultrasound manager was called in during the procedure and biopsy line was temporarily adjusted to represent where the needle was puncturing. During the following retrieval ultrasound was called in because the biopsy line had to be recalibrated back to its original position. The patient went to the emergency department several hours after the procedure to fix the internal bleeding. Follow up information received.